Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, disconnecting during use is a known cause of this type of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions for properly disconnecting during emergencies. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain four of four. The home patient (hp) disconnected from the hc without using the proper disconnect procedures and then reconnected. The technical service representative (tsr) had the hp close all the clamps and cycle the power on the hc to clear the alarm. The tsr had the hp disconnect using aseptic technique and removed the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.